Manufacturer narrative:
.

Event description:
It was reported that the pt was admitted to the hosp with a diagnosis of withdrawal, severe increased spasticity and constipation. The pt's pump contains lioresal 2000 mcg/ml at a daily dose of 1200.3 mcg/day; last refill was in 2007. During the refill, 15 ccs were expected; 2 ccs were aspirated but there was no difficulty in filling the pump with 40 ccs noted. The low reservoir alarm date is in two months. The hcp provided, that she has checked the logs of the pump and no motor stalls or memory errors were detected. The pt's parent was concerned that the pt may have kinked the catheter somehow. The hcp planned on increasing the rate of the pump. Troubleshooting including monitoring for volume discrepancies at next refill and a catheter dye study are being considered.

Manufacturer narrative:
It was also reported that the pump contained compounded baclofen. The patient was seen at another clinic; they only filled the pump with 20ccs, but programmed the pump for 40 ccs. The pump was refilled and the patient recovered without sequels. Reference manufacturers report # 2182207-2007-04623. (B)(4).